Event description:
Same day exchange. Allegedly incorrect size head used. At time of surgery, surgeon and or staff approved product selection. After completion of surgery, it was noted that 50mm size head had been implanted. Pt was returned to or on the same day and was revised to a 48mm head. Pt did well with no issues.